Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the old screen was discolored. The evaluation found that there was damage to an internal transistor, resulting in piezo failure. It was reported that the device failed to make an expected sound. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal sigmoidectomy procedure, the device had no sound for jaw closing completion, and there was also no tone for firing speed control operation could be heard. Nothing was done for the surgeon to be able to use the device with no problem except the tones. There was no patient injury.